Event description:
A medtronic representative reported an alleged inaccuracy while in a cranial procedure. The surgeon used a one-week old scan. Accuracy was verified before and after opening up the skull flap. After the imris scan was taken interoperable, the inaccuracy was alleged to be off by 3 mm. The procedure was completed with the use of the stealthstation i7 integrated navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative went to the site and checked out the ior and the equipment. Everything is found to be fine and the room is operational. Software has not been evaluated as of the date of this report.